Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. Two photographs were submitted for evaluation. Based on the digital image a hole/perforation is found in the tubing line near where the butterfly is assembled. A sample was not returned to the manufacturing site for evaluation therefore a visual or functional evaluation could not be completed, and a root cause could not be determined, and corrective actions could not be identified.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that they are having issues with the safety device staying locked back and the winged part was too flexible and not sturdy enough.